Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens implantation surgery it was noticed that the haptics did not engage when the plunger was pushed forward. Surgery was completed by using the a new lens of the same diopter. There was no patient contact.